Manufacturer narrative:
The reported events were high capture thresholds, noise and conductor fracture were not confirmed. As received, a partial lead was returned in two pieces. The helix was retracted and clogged with blood/tissue. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the partial lead did not find any anomalies except for procedural damage.

Event description:
It was reported that noise and increasing capture thresholds indicative of a possible fracture were observed on the right atrial (ra) lead. The ra lead was explanted and replaced successfully. There were no complications. The patient was stable.